Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the emergency room after experiencing multiple appropriate shocks. Upon interrogation of the patient's implantable cardioverter defibrillator, it was noted that the patient had several sustained ventricular tachycardia episodes that were failed to be converted with antitachycardia pacing before being appropriately terminated by the device's shocks. It was noted that the patient felt his heart beat fast prior to receiving therapy. A chest x-ray was performed on (B)(6) 2019 and no anomalies were noted. The patient was prescribed medication as treatment and listed no adverse consequences as a result of the event.